Event description:
Adverse reaction to optium putty 10cc strongly implicated in my mother's death nine days after back surgery, due to fevers substantially unrelenting and rising until 105.44 degrees f at time of death. Delayed adverse transfusion reaction (datr) may also be a factor, though hosp claims its cross matching was adequate. Possiblye due to "cell saver" transfusion.